Event description:
Literature: fjelstad, a-b, hommelstad j, sorteberg a. Infections related to intrathecal baclofen therapy in children and adults; frequency and risk factors. J neurosurg pediatr. 2009;4(5):487-93. Summary: the article presents a retrospective review of all 163 patients who were treated with intrathecal baclofen (itb) therapy at the study hospital between 1999 and 2005. The study focused on the incidence of infection and related risk factors in both adult and pediatric populations. Reportable event: 51 catheter revisions were reported. It was noted that nine patients underwent multiple revisions. The precise number of patients who underwent revisions was not reported. No patient symptoms or reason for revision was reported.